Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device intermittently switched modes inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.